Manufacturer narrative:
The persistent percutaneous lead (driveline) exit site infection was previously reported under MFR # 2916596-2019-00511 and 2916596-2019-00539. The surgical debridement was reported under MFR # 2916596-2019-00540. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, #ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 1 year, 1 month. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient has a history of persistent percutaneous lead (driveline) exit site infection (B)(6) for (B)(6) which has been treated continuously with doxycycline since (B)(6) 2018. The patient underwent driveline debridement surgery on (B)(6) 2018 and continued on doxycycline, linezolid and clindamycin. It was reported the patient returned to clinic on (B)(6) 2019 at which time a culture returned positive for new infection staphylococcus epidermis. The patient finished doxycycline on (B)(6) 2019 and was started on cefadroxil. Additional information received (B)(6) 2019 reported the patient's continued plan of care is to take cefadroxil for two weeks. A follow up with infectious disease specialist is scheduled for (B)(6) 2019. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported event could not conclusively be established through this evaluation. The patient is currently taking 1 gram/day of cefadroxil for two weeks. The patient will follow up with infectious disease. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). The hm3 lvas IFU lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU, as well as the hm3 lvas patient handbook, also provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.